Manufacturer narrative:
(B)(4).

Event description:
It was reported that a loss of connection occurred.the product was evaluated. An external visual inspection was performed and passed. Voltage testing was performed and failed. A review of the share logs was performed and a loss of connection was found within the investigation window. The allegation was confirmed. The probable cause was the mobile device experienced a bluetooth restore which closed the app. No injury or medical intervention was reported.

Manufacturer narrative:
(B)(4).

Event description:
Dexcom was made aware on (B)(4) 2019, that on (B)(6) 2019, a loss of connection occurred. It was determined that loss of connection was related to the mobile application. Data was provided for evaluation. Loss of connection was confirmed. The probable cause was the mobile device experienced a bluetooth restore which closed the app. No additional event or patient information is available.